Event description:
N/a.

Manufacturer narrative:
Trackwise- (B)(4). The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and evidence of very slight blood was observed. There were no visual defects observed on the intact heater wire. The clear intact silicone insulation on the cold jaw was observed to be intact. The clear intact silicone insulation on hot jaw tip was observed to be peeled away from the hot jaw, exposing the metal jaw tip. The detached silicone peel was returned in a customer provided container, with signs of clinical use and very slight blood observed. The cannula was returned with the hp2 tool, no visual defects were observed and the c-ring was intact. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000436083 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicon peeled off. The silicone detached into the havesting tunnel / inside the patient and was retrieved with the jaws. A new device was used to complete the procedure. There was no patient harm or injury reported. There was no procedure delay.

Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.